Event description:
The healthcare professional (hcp) reported that the pt was septic; it was unrelated to the pump. They were planning to do a lumbar puncture to check the csf because the hcp did not want to access the catheter access port (cap) to get a csf sample, due to the risk of "infecting the pump". The medication being delivered via the pump was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.